Event description:
It was reported that the cartridge fill port was damaged. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin delivery.